Event description:
A service manager reported about a complaint of lens stuck in the injector. There was no patient harm. The surgery was completed with a new lens. There are three medical device reports associated with this report. This is 2 of 3.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device was returned loose. A note with the complaint pr number was attached to the device with a rubber band at the plunger spring. The lens stop and plunger lock were removed. The plunger was oriented correctly. Viscoelastic was observed in the device. The plunger was retracted to mid-nozzle. A broken haptic was observed. The broken haptic was extended backward with the distal tip oriented toward the loading area. The haptic was in front of the plunger. Product history records were reviewed and the documentation indicated the product met release criteria. A non-qualified viscoelastic was indicated. Only a broken haptic was observed inside the used device. This was most likely interpreted as the complaint. The root cause was most likely related to a failure to follow the IFU. A non-qualified viscoelastic was used in the device. The IFU instructs: during device preparation and implantation of the company iol, a company qualified ophthalmic viscoelastic device (ovd) should be used. The use of an unqualified ovd may cause damage to the lens and potential complications during the device preparation and implantation steps. The broken haptic was extended backward in front of the retracted plunger with the distal haptic portion oriented toward the loading area. The plunger position in relation to the broken haptic during advancement cannot be determined. The haptic position may indicate the plunger was also not fully advanced. If the plunger is not fully advanced the trailing haptic may not release properly from the device. Broken haptics may occur: ¿ due to the use of a non-qualified viscoelastic. The use of an unqualified ovd may cause damage to the lens and potential complications during the device preparation and implantation steps. ¿ if the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. In addition, haptic strength (modulus) decreases as the temperature increases and is more likely to break under stress. ¿ if a straight trailing haptic occurs and it was not properly detected to be out of position. ¿ if the plunger is not fully advanced, or if the plunger is allowed to retract, the trailing haptic may not release properly from the device. Any of the above listed causes alone, or in combination, may create the reported event the manufacturer internal reference number is: (B)(4).